Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for oil gel globules with the incident lot was not observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for air bubbles with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported during use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was an issue with a gel air bubble & oil gel globules. The customer states ¿found lots of tubes with air bubble in gel. After centrifuged, there was oil gel globules in serum. About 10% tubes had this issue.¿ there was no report of injury or further medical intervention.